Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient to not be feeling well and has shortness of breath (sob) and pain in their jaw. It was also reported by the patient to have had a device check done and programming changes were made. However, the patient still does not feel well and thinks something is wrong. It was further reported by the patient to have been in the emergency room (ER) twice and was sent forx-ray. The device remains in use. No patient complications have been reported as a result of this event.